Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use inspection, the cs300 intra-aortic balloon pump (iabp) units batteries can not be charged. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) batteries are not able to charge. A getinge field service engineer fse visited the site and found that the batteries cannot be charged due to power supply has been deteriorated. Then he changed the batteries and the power supply. The unit was cleared to the clinical use.

Event description:
N/a.